Event description:
I have mentor smooth saline implants that were placed in (B)(6) 2007. In spring of 2017, I began having unexplained right knee pain. Later it spread to left knee, elbow pain, muscle pain and weakness - was diagnosed with arthritis of right knee in 2018 and with rice bodies in my left elbow, in 2018 (rarely seen outside of systemic diseases). I am 5'3" (B)(6), previously extremely healthy. I do not have biopsychosocial factors that impede me recovering from health problems. My medical history does not suggest a likelihood of an individual with my health becoming chronically ill. In 2018 I lost about 15 lbs, and started losing my hair. The symptoms I am describing are similar to others with breast implants who have self-identified as having breast implant illness. I have had a plethora of blood work, which was all normal. I could go on and on about my pain and my symptoms but would rather leave you with this. Do your job. Medical evidence is always evolving - at the very least the FDA could acknowledge that there is a growing number of women with past breast augmentation who are experiencing the same symptoms and that the removal of the implants overwhelmingly shows the women experience improved health. The FDA can take a passive role and wait until the evidence is no longer disputable and women have been left to suffer immensely, or you can get out in front of this and do something. At the very least, women need to be warned prior to receiving breast implants (whether they are saline or silicone) that there are women out there who are experiencing these types of problems and they all have one medical device in common. It took many years for agent orange to be declared toxic, years for fen phen to be removed from the market, for smoking to be considered dangerous to health. Please do something, anything. I count myself lucky in that I am able to advocate for myself and able to afford the removal of my implants. Many women cannot. If the FDA wants to hold any shred of credibility it would be wise to take action on this issue. Ever-growing skepticism of the government and FDA does no favors to the public (think current anti-vaccine movement) - if the FDA wants the public to be trustworthy they must be willing to go back and revisit the evidence and re-determine what is already considered to be known as fact. No matter how far down the wrong path one goes, turn around. Numerous lab tests - all resulting in normal range. FDA safety report ID# (B)(4).